Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported broken blue keys, which was confirmed during evaluation. Evaluation inspected the device and found the keypad to be partially operational due to physical damage on the keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had broken blue keys. There was no known patient injury or medical intervention associated with this event. No additional information is available.